Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was displaying a service code 204, and that she was unable to securely attach the belt to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was damaged and most wires were cut. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.